Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver displayed an error icon. No additional patient or event information is available. No product or data was provided for evaluation. The complaint confirmation of an error icon display could not be determined. A root cause could not be determined.